Event description:
It was reported that a patient received a sonata and novasure procedure on (B)(6) 2026. Physician performed concomitantly a laparoscopic bilateral salpingectomy, diagnostic hysteroscopy, dilation and curettage. As well as a planned novasure and sonata procedure. The sonata procedure was reported as not having experienced issues, but the novasure was reported as having to use 2 devices. Later the patient complained of fever and chills. Patient was treated with motrin (ibuprofen) the patient continued to experience symptoms and was admitted to the emergency room for evaluation and ultimately discharged. On (B)(6) the team was notified that the patient had been admitted with colitis and being treated with antibiotics and is being expected to be discharged during the week. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.